Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump data was inaccurate. During system check with tandem customer technical support (cts), it was found that the date and time had been reset and the date was incorrect. Cts assisted the customer with correcting the date/time setting and informed the customer that the incorrect date would impact pump history. The customer did not know why the time had reset, but it appears that the date change had occurred at the same time the customer was at health care provider's office. The customer's blood glucose level was not impacted.